Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint #: (B)(4). Investigation summary: no device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review, was not possible because the required lot number was not provided. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Device history lot: null. Device history batch: null. Device history review: null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
An article ¿mean 5 year clinical and radiographic outcomes of cementless total hip arthroplasty in patients under the age of 30¿ by jeremy m gililland et al reports a retrospective review of radiographic and clinical results following 40 consecutive cementless total hip arthroplasties in 34 patients under the age of 30 (16 males, 24 females; mean age- 22 years) with advanced coxarthrosis primarily secondary to noninflammatory processes using modern cementless implants and bearing couples between 1996 to 2008. Perioperative complications include relatively high estimated blood loss and rate of transfusions, dislocation (n=4), infection (n=1) and pulmonary embolism (n=1). This article also indicates two intra-operative fractures, but it does not specify the product (depuy or another) associated with these adverse events, and the information whether the fracture was patient bone or implant device. 7 cases underwent to revision surgery in which depuy products were used in 4 cases (3 with mom-asr articulation (depuy srom and depuy asr); and 1 case with mop articulation (depuy srom and biomet rb)). 2 of mom-asr articulation) out of 3 were revised due to metallosis while other one was due to aseptic loosening (acetabular and femoral component). One case of mop was revised due to periprosthetic femur fracture. This complaint captures listed adverse events without identifiable patients/ cases or if related to depuy products mixed with other non-depuy products. Generalized adverse events captured in this study include: infection, pulmonary embolism, high blood loss, intra-operative fracture (anatomical location unspecified). Adverse event of dislocation is identified as recurrent dislocations with non-depuy products specified in table 3 page 4. The article does not specify if the generalized adverse events are related to specific depuy or non-depuy products with the exception of 4 identifiable cases utilizing depuy products with specified adverse events of periprosthetic femur fracture, aseptic loosening (both components), and metallosis (no indication that metal debris was confirmed during revision) related to depuy products. Those cases are captured in (B)(4).